Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387-40, lot# j0333616v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3387-40, lot# j0331939v, implanted: (B)(6) 2003, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported there was a problem with the patient programmer. The patient had problems and they just had the left battery replaced in the middle of (B)(6) 2014. The new battery would not work with the remote control. The right side showed ¿on ok¿ and the left battery (the most recent ins) showed a poor communication screen. They had never been able to synchronize since the new device was implanted. After the new device was put in they went to the neurologist and they weren¿t hurting but then two weeks later they set it on 3.6v and it hurt more and more and it wouldn¿t come on. They started to check it recently. The patient had parkinson¿s disease and their neck hurt and they were in a lot of pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient recovered without permanent impairment. There was never anything wrong and the patient was just not using the patient controller properly.

Event description:
Additional information received reported that there was a poor communication screen on the patient programmer and the programmer was having trouble communicating with the left implantable neurostimulator (ins), but not the right. The patient did turn the programmer off between interrogations. The patient had tried several times to communicate with the ins. The patient had always had trouble communicating and their ins was replaced recently for that reason. The patient was able to turn the ins off for their surgery, but it was unclear if they would be able to turn the ins back on. The surgery the patient had was not related to their device or therapy. The cause of the event was not determined and the patient was able to turn the ins back on.